Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21457898-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and moderate contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the first two surgical fibers used needed to be replaced due to a deviated output beam; the procedure was completed using a third surgical fiber for 60:08 minutes, 337,733 joules. Patient outcome: no consequence to patient - there was no injury reported. This report is for the first surgical fiber used.